Event description:
This is the first report of four reports concerning the same pt. The device involved in the reported incident was implanted on (B)(6)-2011 and surgically removed on (B)(6)-2011. It was reported the pt (a healthcare professional) had surgery in her right foot due to pain due to flat feet. A talonavicular fusion, flexor tendon ligament repair, and a medical slide calcaneal osteotomy of the right foot was performed on (B)(6)-2011. At the time of surgery, three qwix screws were implanted. A k-wire was used for fixation. On a non-specified date after surgery the pt said she experienced pain in her right foot. On (B)(6)-2011, the pt had a surgical removal of this screw. In (B)(6)-2013, pt experienced pain in her foot and a magnetic resonance imaging (MRI) which revealed a cyst in the right foot that 'had a hole in it' and avascular necrosis. Pt said she 'felt the k-wire that was used for the surgery and removed during surgery caused the cyst in her right foot'. On (B)(6)-2013 the pt experienced pain and said she thought the cyst 'broke' but a computed axial tomography (cat) scan revealed the cyst was present and increased in size. On (B)(6)-2013 pt had surgery to remove the cyst, bone grafting was done using auto-graft bone from her tibia and a subtalar fusion was performed. A cat on (B)(6)-2014 revealed a fracture in the right foot. Pt reported she still experiences pain when walking. On (B)(6)-2014 in direct conversation, the pt said had an appointment with a different surgeon scheduled for (B)(6)-2014. On (B)(6)-2014, pt said she planned to cancel the appointment because she is looking for a job. Request was made by integra for additional info including the operative notes and diagnostic tests that were performed.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.